Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 167 mg/dl at the time of the report. Prior to the event, the insulin pump alarmed no delivery. The customer uses quick-set infusion sets. The customer reuses reservoir and only changes the infusion set once a week. The customer was advised that these practices can may have an adverse effect on her blood glucose levels. Nothing further was reported.